Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient reports waxy vision. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed, because the reporting facility did not provide a lot number, or any identification traceable to the manufacturing documentation. Additional information was requested 10/31/2007, 11/02/2007 and 11/19/2007 by phone, fax and mail. A completed questionnaire has not been returned.